Manufacturer narrative:
Evaluation summary: in a literature article the following was reported: an over filtration with hypotony and then later an increase in pressure in a pediatric glaucoma patient. All an all the intraocular pressure was controlled medically. The conclusion of the article as that the mini-shunt device implant procedure is a new surgical option in selected patients. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A medical technologist reported via a literature report, intraocular pressure (iop) increase in a pediatric patient following a glaucoma filtering device implant procedure. There was overfiltration with hypotony (iop <6 mm hg) in the early postoperative period, requiring anterior chamber reformation with a viscoelastic agent. Lens aspiration and implantation of an intraocular lens was performed uneventfully four months following filtration surgery. The patient was started on intensive steroid eye drops every hourly to reduce inflammation postoperatively, however, iop began to rise above 21 mm hg, and occasionally up to above 40 mm hg in the five months following the cataract operation despite the use of multiple anti-glaucoma eye drops. In view of failing blebs, subconjunctival needling with anti-metabolite injection was performed twice. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
The case described in the literature report is an off label use of the device. Medical safety was notified on the use of the device in children . Since the event described is an off label use of the device, and a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).